Event description:
The patient suffered a traumatic event, when he attempted to catch a falling table, which weighed greater than 200 lbs. Radiographic evaluation of the patient subsequent to the event revealed that the implant had fractured. The patient was successfully revised.

Manufacturer narrative:
The implant was retained by the surgeon and not returned for evaluation. The description of the event indicates that the physical trauma experienced by the patient caused the device to fracture.